Event description:
It was reported that two weeks post-op a lap adjustable band procedure, the patient requested removal of the device removed because of non-specific nausea, vomiting and pain around the site of the device. The patient refused a barium swallow and psychological testing. Upon removal of the band, the suture loop from the reinforcement band tab was imbedded in part of the stomach and the liver. The surgeon decided to leave the suture behind.

Manufacturer narrative:
Information anticipated, but unavailable at this time.